Event description:
The customer reported that the ventilator's ac power cord showed evidence of overheating at the male plug end while it was plugged into the facility emergency ac power wall receptacle. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The customer reported no interruption in the ventilator's function or performance. Factory visual inspection of the ac power cord revealed evidence of heat induced damage at the black hot line of the male end, and all three male posts were bent. The ac power cord had an intermittent connection due to abuse, which may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.